Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2,000 ohms and increased pacing thresholds. Rv loss of capture was also noted, but did not result in asystole of greater than 2 seconds. The patient underwent a subsequent revision procedure wherein this lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.